Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's motor blower assembly was replaced to address the issue. Additionally, inlet air path assembly and removable air path foam was replaced per remediation.